Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2024-60025. Related manufacturer reference number: 2017865-2024-60026. Related manufacturer reference number: 2017865-2024-60027. It was reported that the patient presented with infection/thrombus. The entire system was explanted and replaced. Further information was requested however, was not provided.